Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right peroneal artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was then selected and advanced to the lesion. During the first inflation, it was noted that the balloon ruptured at 4 atmospheres. The procedure was completed with a 1.5mm coyote mr balloon catheter and a 2mm, 3mm peripheral cutting balloon catheter. No patient complications were reported and the patient's status was good.